Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
On 09/17/2021, it was reported by a sales representative via sems that an ar-6480 pump was not able to outflow fluid. This was discovered during use in a shoulder procedure performed on (B)(6) 2021. The case was completed using manual suction with no patient effect.